Event description:
The customer stated that the numbers kept scrolling. The blood glucose reading was 146 mg/dl. Prior to the event, the customer was in the pool and then the patient delivered a bolus. The insulin pump was exposed to moisture. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response from the up arrow button due to corroded keypad traces. No stuck buttons, ramping numbers or scroll bar anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, a cracked reservoir tube lip and cracked battery tube threads. No moisture damage was noted inside of the insulin pump.